Manufacturer narrative:
D10 concomitant products: 173016, 173016 endo stitch instrument (lot#j3b0718ey); unknown endo st, unknown endo stitch sulu (lot#unknown); 173016, 173016 endo stitch instrument (lot#j3b0718ey) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic hiatal hernia repair, during suturing, the surgeon found that the needle of the single-use endoscopic suturing device was sticking. A new device was opened, and the needle broke and fell into the patient¿s cavity. The broken piece was retrieved from the surgical site which took a while. A third device was opened, and surgery was completed without further issue. Anaesthetic time was extended while inspecting the surgical site for the foreign body.